Event description:
After using the catheter, the customer had a bleeding from urethra.

Manufacturer narrative:
Samples returned have been analyzed. Friction testing did not reveal any defects. Visually some of the samples showed coating irregularities. Irregularities usually dissolve during wetting of the catheter. Batch documentation reveals no deviations. Investigation to optimize process parameters during manufacturing has been initiated.